Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high right atrial (ra) pacing impedance measurements greater than 2000 ohms on the competitor's ra lead. A revision procedure was performed. When the physician tugged on the ra lead, it came out of the ra port. The lead was tested using a pacing system analyzer (psa) and the pacing impedances were within normal limits. The device remains implanted at this time. No adverse patient effects were reported.